Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 5ml ll tip bulk convenience pak silicone visible material #:309703, batch#:4246312. It was reported by customer that the silicone lubricant on a syringe. Verbatim: rcc received a complaint via email. Dmr # 459 po #: (B)(4) defect material description: syringe tray, 5ml bd 25pk (ref. 309703); lot number: 4246312; item code: 309703; defective quantity: 1. Defect description: ir-13218 "unknown residue on a syringe." Qc test results state the residue matched the silicone lubricant observed date: (B)(6) 2025. Observed during which process stage: ilp ir/ dmi number if launched: ir-13218. Sample availability for supplier to investigate: no. Is defective evidence (i.e. Pictures; test results etc.) Available? Yes. Is patient impacted? No. If defect has been reported to third party? No. If the defect report from quva customer? No. Is there a trend observed? No. Supplier action investigation required.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 5 photos submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the samples. Analysis of the sample showed that an unknown foreign matter was observed in the non-fluid bath of the syringe barrel. The foreign matter appears to be a mixture of silicone and a dark unknown substance. A physical sample is required for a more thorough evaluation and potential root cause determination. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.